Manufacturer narrative:
One used sample was received for evaluation. Visual examination of the sample revealed that the sample was received with the seal cassette securely attached to the rotary manifold. The seal cassette cap was attached to the cassette body. No breaks, cracks, or other damaged was observed. The cap was opened and closed multiple times in succession. Each time, a distinct "click" was heard as the cap engaged/seated into the closed position and when the cap was opened. Secure closure was observed. The cap seated flush with the top of the cassette body when in the closed position. The cap had to be pulled open. No unintended opening occurred. The reported event could not be confirmed. No root cause could be identified, as the complaint could not be confirmed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for m6152t803 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the cap on the seal cassette came off, resulting in loss of ventilation of the patient. The patient desaturated (value <50% of sao2) with a bradycardia at 40 beats/minute. The patient was immediately ventilated with a mask and there were no serious consequences. No further information has been reported at this time.